Event description:
It is reported that upon removing the impactor, the alignment pin sheared off and remained lodged in the implant.

Manufacturer narrative:
Eval: as returned, the peg has fractured off the impactor. The fractured component was not returned for review. This failure has been characterized several times (including previous MDR's) as a material issue. Consequently, the material of this part has been changed from 445 sst to 13-8 sst, which is less notch-sensitive, to remedy the problem. The device has a potential field age of approximately 3.5 years. The device was found to meet print spec and the device history records appear to be conforming.